Event description:
It was reported that a patient presented for an unrelated procedure on 02 sep 2022, where it was noted during the pre-operation check that the patient's right ventricular lead was experiencing decreased sensing. During the procedure, the lead was discovered to be dislodged and was repositioned the same day on 02 sep 2022. The patient was stable throughout.

Event description:
New information notes that undersensing was noted as a result of the decreased sensing on the right ventricular lead.